Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of device history indicates manufacture of the device is not related to the reported issue. A review of the event history log revealed no alarm or iipv event that could have caused or contributed to the reported problem. The results of the sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device passed away. The cause of death was reported to be a heart attack. Prior to death, the patient had been hospitalized for the past 6 months. The patient was performing pd therapy with a homechoice device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned and an evaluation was performed. A visual inspection of the device was performed with no abnormalities noted. A power on self-test was successfully performed and the device successfully completed a short simulated therapy. The device passed all checks and calibrations during servicing. Upon conclusion of the investigation, no malfunctions or abnormalities were noted that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.